Event description:
It was reported that, pt with multiple dislocations. Surgeon proceeded to a trident constrained snap in liner with 22mm head.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device retained by the pt and was not returned to the manufacturer. Additional information including x-rays and medical records has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.